Manufacturer narrative:
During inspection and testing, noise was generated on the image due to a disconnection/short circuit of the image sensor cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image sensor cable failure could not be determined. It is possible a failure of the imaging unit, a board inside the scope connector, or a problem on the system side resulted in the issue. In addition, service found the angulation lock did not work due to deterioration of the friction plate, angulation was out of specification due to the angle wires being stretched, the insertion section was damaged due to physical stress, the adhesive of the distal end was deteriorated, the connector was damaged due to physical stress, and the control section was damaged due to physical stress and chemical stress. There were no leaks found in the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported air/water leakage from the distal end of the scope due to a pinhole. The device was returned to an olympus service center for evaluation. The customer's complaint was not confirmed. Upon inspection and testing of the returned device, it was observed that noise was generated, preventing the image from being displayed. This report is being submitted for the malfunction found during evaluation (noisy image). There was no patient harm or user injury reported due to the event.